Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the compound motor action potential (cmap) decreased during the initial ablation. Therefore, the double stop technique was performed immediately. When the patient left the catheter lab, though spontaneous activity of diaphragm was not observed by fluoroscopy, the activity of diaphragm was slightly weakened. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 6 applications were performed with balloon catheter, 2af284 with lot number 49353 on the date of the event and 15 applications were performed with electrophysiology (ep) catheter 239f3 with lot number 16549 on the date of the event without any issues. A clinical issue was encountered during the case. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.